Event description:
The user facility reported that during a therapeutic hysteroscopy, the distal end loop of four electrode loops "burnt in half". The user facility also reported that in each case, the loop remained attached to the handle and nothing fell inside the pt. The procedure was completed with a fifth device. The user reported that following the procedure, they had tested the third-party electrosurgical device, and found it operating appropriately. There was no pt injury reported.

Manufacturer narrative:
A total of four devices were returned to olympus for investigation. Three out of the four electrode loops were fractured on the distal end loop. The electrode loops were rec'd in a condition that did not correspond to the user's report of the loop being broken in half and remained attached to the handle. Upon further investigation, the user facility reported that the electrode loops may have been damaged during handling or packaging at their facility. The electrode loops were sent to the original equipment MFR for further investigation. The cause of the user's experience cannot be conclusively determined at this time. If add'l significant info becomes available, a supplemental report will be provided. This report is being filed as an MDR in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to account for the additional four devices as referenced in the original report. Please cross reference MFR. Report numbers: 2951238-2016-00213, 2951238-2016-00214, 2951238-2016-00215.